Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective stimulation and has not used their system for about 2 years. Surgical intervention took place and entire system was explanted.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4). Serial: n/a. Batch: n/a. Date of event is estimated during processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.